Event description:
It was reported "md found that the j-tip of the guide wire was kinked. A new kit was opened and used, and there was no problem". No patient harm reported. The patient's "condition" is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed one 90 degree kink at the j-bend and a slight bend in proximal end. Microscopic examination confirmed both welds were fully formed and spherical. The kink in the swg body measured at 442 mm from the proximal end. The total length of the swg body measured 455 mm, which is within specifications of 450-458 per swg product drawing. The outer diameter measured 0.852 mm, which is within specifications of 0.838-0.877 per swg product drawing. The undamaged portions of the returned swg were passed through a lab inventory 18 ga introducer needle per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Continue until spring-wire guide reaches desired depth." The guide wire passed through the needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a 90 degree kink at the j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "md found that the j-tip of the guide wire was kinked. A new kit was opened and used, and there was no problem". No patient harm reported. The patient's condition is reported as fine.